Manufacturer narrative:
Additional information was received that the patient expired five days following the valve implant procedure. It was also reported that the patient had mild paravalvular leak (pvl) and central regurgitation during the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the patient's death was due to acute aortic regurgitation. The patient's death was not attributed to the device or the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon crossing the valve with the initial wire, the patient's blood pressure dropped into the 30s. The device was deployed at 0-1 mm on the non-coronary cusp (ncc) and 2-3 mm on the left coronary cusp (lcc). The patient's blood pressure did not recover. The delivery catheter system (dcs) was withdrawn and the patient's blood pressure still did not recover. After forty-five minutes of cardiopulmonary resuscitation (CPR) the patient was put on cardiopulmonary bypass. A post-implant balloon aortic valvuloplasty (bav) was performed with a 20 mm balloon. It was determined the patient had significant aortic insufficiency due to the valve dislodging. The dislodge was attributed to the mechanical CPR. Subsequently, a second valve was implanted valve-in-valve at a depth of 5 mm on the ncc and 4 on the lcc. The aortic insufficiency was resolved and the patient was placed on extracorporeal membrane oxygenation (ECMO) and sent to the intensive care unit (ICU). No additional adverse patient effects were reported.